Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The up arrow and down arrow button contacts were found to be damaged and would not spring back up after depressing them. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal. Also unrelated to the complaint, evaluation revealed that the battery cap was damaged/stripped. In addition to the unrelated issues, evaluation revealed that the display was dim, fading, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. Furthermore, the ok keypad button was over responsive. Additionally, the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.